Event description:
The customer was hospitalized for diabetes ketoacidosis. Troubleshooting was performed and the settings in the device were correct. However, the daily totals in the insulin pump were not accurate. It was reported the insulin pump was in suspend and delivered 3.7 units.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.